Manufacturer narrative:
Qc was within specifications during the time of the event. No errors were posted to the event log. The specimens were collected in 13 x 75 plastic, bd lithium heparin tubes with no gel. The samples were centrifuged at 3,500 rpm for 10 minutes at room temperature. Per customer, the sample appearance was unremarkable. A field service engineer (fse) was dispatched to the customer's lab: the fse performed diagnostic testing which partially failed. The fse performed a preventive maintenance (pm) to the instrument. The fse performed alignments: on wash carousel, on all probes, and on the reagent pipettors. The fse removed and cleaned wash wheel. The fse replaced wash pumps. The fse reran diagnostic testing which passed. Customer ran qc and patients' samples, and system performed within specifications. Based on available information, the customer is now repeating all accu tni results to confirm accuracy. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously high troponin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system for a single patient. The initial accu tni result was 1.91ng/ml and 2.22ng/ml upon reflex test. The results were reported out of the lab and questioned by a physician. The original sample was retested on a different instrument in the customer's lab and a result of 0.26ng/ml was obtained. A fresh sample was collected from the patient and tested on the different instrument and an accu tni result was 0.23ng/ml. The customer did not report patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.